Event description:
It was reported that with the first implantable neurostimulator (ins), the patient experienced ¿burning and burning¿ when she sat down. It was stated that the patient could not stand anymore. The patient had a hole in her bladder, but the healthcare provider (hcp) said it was not from the implant. It was also stated that a different hcp would catheterize and put medication directly in the bladder, that helped when the patient¿s ¿bladder swells up really bad with infection.¿ the patient also experienced jabbing pain. It was further stated that the ins was changed out in (B)(6) 2013 because, the patient could not feel stimulation; the lead was not replaced. The hcp thought the lead was just fine. It was noted that the patient had 3 ¿pretty bad¿ falls after the original implant.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that when her implantable neurostimulator (ins) was changed out, the doctor said he found a crack in the device.

Event description:
It was later reported that the patient had the device change out and it was due to normal battery depletion. The patient noted after the surgery she had to have a catheter with a bag and being awake during the change out.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulator was discovered to be damaged during replacement. The stimulator was running out and may have been due to a car accident in 2009. The patient's bladder "kept hanging in and out," due to swelling from urinary tract infection. The patient had been infected with something and had to undergo dilation and curettage.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she worked with a manufacturing representative in 2008 and he put the stimulation so high that it made a hole in her bladder. The patient could not hold her bladder for 15 minutes and it was a 45 minute drive to the doctor's office. The doctor had to heal this hole in her bladder. It was also noted that the patient fell a few times with the old device. She had a car accident in 2009 and a fall in 2012 which left cement fragments in her hip. There was no allegation that the device caused these falls or that the device was affected by these falls.

Manufacturer narrative:
Product ID 3093-28, lot# v168018, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).